Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
It is alleges the consumer was riding a scooter through the lobby of the (B)(6) hotel and casino when she drove over liquid on the floor and allegedly tipped over.